Event description:
It was reported that one day after the implantable pulse generator was implanted, the patient, who is enrolled in a clinical study, developed hearing loss, double vision, and dizziness. Because the patient also had swelling beneath his surgical wounds, a magnetic resonance imaging MRI of the brain was performed. The patient was diagnosed with right abducent nerve palsy as a result of a cerebrospinal fluid leakage. The patient underwent an explant procedure of the spinal cord stimulator scs device after which the event resolved the same day. The physician assessed the event was probably related to the procedure and not related to the device hardware or the stimulation.

Event description:
It was reported that two days after the implantable pulse generator was implanted, the patient, who is enrolled in a clinical study, developed hearing loss, double vision, and dizziness. The patient was admitted to the hospital. Because the patient also had swelling beneath the surgical wounds, a magnetic resonance imaging MRI of the brain was performed. The patient was diagnosed with right abducent nerve palsy as a result of a cerebrospinal fluid leakage. The patient was discharged from the hospital. The patient then underwent an explant procedure of the spinal cord stimulator scs device after which the event resolved the same day. The physician assessed the event was probably related to the procedure and not related to the device hardware or the stimulation. Additional information was received regarding the model and serial number of the leads involved in this event. The physician also reported that the csf leak was caused by the implantation of the leads. More specifically, the leak was caused by a dural puncture created by the placement of the spinal needle into the epidural space. Boston scientific has been unable to obtain additional information regarding the location of the explanted devices, despite good faith efforts.

Event description:
It was reported that one day after the implantable pulse generator was implanted, the patient, who is enrolled in a clinical study, developed hearing loss, double vision, and dizziness. Because the patient also had swelling beneath the surgical wounds, a magnetic resonance imaging MRI of the brain was performed. The patient was diagnosed with right abducent nerve palsy as a result of a cerebrospinal fluid leakage. The patient underwent an explant procedure of the spinal cord stimulator scs device after which the event resolved the same day. The physician assessed the event was probably related to the procedure and not related to the device hardware or the stimulation. Additional information was received regarding the model and serial number of the leads involved in this event. The physician also reported that the csf leak was caused by the implantation of the leads. More specifically, the leak was caused by a dural puncture created by the placement of the spinal needle into the epidural space. Boston scientific has been unable to obtain additional information regarding the location of the explanted devices, despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: unk-m-sc-2317-70, model: sc-2317-70, serial: unknown, batch: unknown. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).